Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hypoglycemia. The customer¿s blood glucose level was 2.8 mmol/l and 11.7 mmol/l. The customer was treated with food for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Based on customer¿s report customer did not allege insulin pump was under delivering. Customer does use auto mode feature at the time of reported event. The customer the sensor had inaccurate readings that triggered threshold suspend alarm. Insulin delivery was not suspended due to sensor glucose and blood glucose. The device will not be returned for analysis.